Event description:
In 1996 saline breast implants, 2012 replaced with silicone implants (mentor smooth), 2017 autoimmune disease diagnosis; 2021 follicular non hodgkins lymphoma diagnosis. Severe case of ebv mononucleosis in 1982 extreme reactions to all 3 moderna covid vaccines. Ref report: mw5149050.